Event description:
The customer reported no sounds or tones available on the system. The surgeon decided to use unit without sound. The posterior capsule was torn and a vitrectomy was required. Additional information received from the surgeon stated there was no sound to use as guidance during surgery. An anterior vitrectomy was performed and the iol was placed in the sulcus. The surgeon stated that a significant amount of cortex was left in the eye. The patient prognosis was noted as good.

Manufacturer narrative:
The company service representative examined the system and duplicated the non-conformity (no sounds or tone). The company service representative reseated the sound cables and the sound and tones returned. The service test procedure was not performed because the customer wanted to finish the cases for the day. The customer proceeded to use the unit with no further problems. The root cause of the customer reported issue of there being no sound or tones available on the console was determined to be the sound cables on the host module's host power printed circuit board assembly were loose and needed to be reseated. The cause of the loose sound cables could not be determined. There are no additional complaints for the system related to the reported event. There are no additional service requests (sr) opened related to the reported event for this console. A review of complaint trends indicates no adverse trends for the reported complaint for the last 36 months. A review of service data determined no adverse trends over the last 36 months. This report mailed in to FDA on: 05/14/2008.